Manufacturer narrative:
Other relevant device(s) are: product ID: 9735736, software version: (B)(4). No parts have been received by the manufacturer for evaluation. It was noted that a manufacturer representative was on-site to perform troubleshooting and found that the system was accurate within 1-2 millimeters with a resin head. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used for a functional endoscopic sinus surgery (fess). It was reported that intra-operatively, the surgeon experienced and alleged inaccuracy. The exact amount of the inaccuracy was not known but the surgeon did no see the instrument in the bone when it was sitting on the bone itself. The surgeon noticed it in passing only in that one area and it did not impact the case. The surgeon continued accounting for the inaccuracy. The procedure was completed and there was no reported impact to patient outcome. There was a reported delay to the procedure of less than one hour due to this issue.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the system was performing as intended. The system then passed system checkout and was found to be fully functional. A software analysis was initiated. However, the software evaluation found that a probable cause was unable to be determined. It was noted that the scan was not to protocol. If information is provided in the future, a supplemental report will be issued.